Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer declined to complete troubleshooting with tandem technical support.